Event description:
When injecting to patient, 5ml glass syringe in tray stuck, which caused the anesthesia doctor to give a patient more epidural medicine than needed. This caused patient to have a headache. No additional information was provided by the facility after several attempts were made to the facility requesting additional information.